Manufacturer narrative:
(B)(4). The report of a kinked guide wire was confirmed. Returned were a guide wire and a guide wire advancer. The packaging and other components, including the guide wire advancer cap were not returned. The returned guide wire was visually examined without magnification. The guide wire was kinked at 1.5cm and 2.6cm from the bottom of the j-bend. A manual tug test determined that both welds were intact. The od of the guide wire measured 0.849 mm, which met specification of 0.838 - 0.877 mm per the guide wire graphic. The length of the wire measured 45.6 cm, which was also consistent with the guide wire graphic. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample including the cap. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported before use, the user found the guide wire kinked approximately 2cm from the tip. As a result, a new kit was opened. No delay, death or complications to the patient as a result of this occurrence.